Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank message nullable object must have a value repeatedly appeared when attempting to approve the medication morphine sul sol 100/5ml for the facility. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank message nullable object must have a value repeatedly appeared when attempting to approve the medication morphine sul sol 100/5ml for the facility. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual issue associated with this incident, it was found that the date range being used caused the problem. The technical support specialist (tss) guided the customer to adjust the date range filter, which allowed successful access to the myqlink page and restored normal functionality. The system functioned as intended after the technical support specialist troubleshot the device.